Manufacturer narrative:
The device was manufactured between 29jan2018 and 30jan2018. Correction/removal report number: 3010291427-09/12/2018-001-r. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from an unspecified location. The leaks were discovered during filling. There was no patient involvement. No additional information is available.